Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approx three weeks post procedure the pt was reassessed for symptoms of persistant vaginal drainage and vaginal erosion. The sling was removed without incident. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures. Urinary retention and infection. Consequences specifically related to materials. Pelvic sensitivities and tissue erosion."